Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller and hcp allege a delivery inaccurate event after customer continued to experience elevated blood glucose levels resulting in trips to four different hospitals from (B)(6) 2017-(B)(6) 2017 with an ultimate diagnosis of ketoacidosis. Customer was treated with IV insulin and finally admission to ICU. Requested return of the alleged device for evaluation.